Manufacturer narrative:
Phone number:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photos identified red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture (baker grade iii). The device was explanted and replaced.